Manufacturer narrative:
(B)(6). H4: the lot was manufactured from september 25, 2022 to september 26, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed and a tear was identified at the upper left side/edge of the sample. Functional testing was performed using tap water and a leak was observed at the upper left side edge area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.